Event description:
A malfunction alarm was reported, displayed as malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. The pump was not replaced as it was out of warranty, and the customer reverted to an alternate method of insulin therapy.